Event description:
It was reported that a patient implanted with an impella cp encountered pump flow issues. Several repositioning attempts failed to maintain a proper pump flow. In every position of the pump, 0.6 liters was shown on the supporting automated impella controller (aic). Both he pump and the aic were exchanged to resolve the issue.

Manufacturer narrative:
A.2, a.4 and a.5 are unknown. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This report addresses the automated impella controller. Another report was submitted to represent the pump. Refer to section h.10 for the related report number.